Manufacturer narrative:
Unit powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement test due to the loose battery threads. Unit had cracked keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had left clip rail broken. No harm requiring medical intervention was reported. The device will be returned for analysis.